Event description:
Reporter indicated a handheld vns (B) (4) computer was not able to interrogate patients. The programming wand was confirmed to be working properly. The handheld computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.